Event description:
During routine cataract extraction procedure the doctor reportedly experienced a corneal burn in the operative eye. The patient required 1 additional suture to close the wound and is doing fine. Pre-evaluation check-out was requested on the machine. Unit was found to be functioning according to its specifiations. The specialist suspects possible infusion sleeve overuse.